Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device malfunctioned outside of the patient. It was not used on the patient. The device had been loaded with a green cartridge, closed to hand off to the surgeon to put down the trocar. They noticed that the jaws of the device had opened on their own. They attempted to close the jaws again and it would not close. They opened a pse60a and completed the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.